Manufacturer narrative:
This report is submitted on october 27, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 15, 2022.